Event description:
It was reported that the right atrial lead threshold suddenly increased. The lead was programmed off by setting a ventricular-only pacing mode and the patient is now in a junctional rhythm due to no functioning atrial lead. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.